Manufacturer narrative:
Device evaluation: the device was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported there was a no disposable, pump won't run alarm. The pump used together with a cassette. There was no patient injury.

Manufacturer narrative:
H10: no lot number was provided; therefore, device history record review could not be performed. A product sample and four (4) pictures were received for evaluation. Visual and functional testing was performed. Visual inspection found no damage, kinks or other defects and missing the blue clip. Functional testing performed based on the no disposable alarm investigation and root cause conduct trough an internal CAPA (opened on (B)(6) 2021 for no disposable alarm issue and currently is in solution confirmation and implementation plan phase), the mohawk exposure could be a factor during the use of cassette to activate the alarm. However, the failure mode could not be replicated, complaint is not confirmed. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken accordingly. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).